Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available at this time.

Event description:
The customer reported that the accuracy of the instrument was off by two inches on the instatrak 3500 system. No pt injury was reported.